Manufacturer narrative:
The customer¿s meter was requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a display issue with coaguchek xs meter serial number (B)(4). The display issue complained about could cause results to be misinterpreted. The customer stated that their meter display was really dim even when the brightness is set to the max. The customer noted that the display issue could affect the display of results. There were no known cases of the meter display affecting any patients results.

Manufacturer narrative:
The patient¿s meter was returned for investigation. The device shows no error. The claimed errors cannot be reproduced. The circuit board and the printed circuit boards contacts show no contamination or defects that could temporarily lead to the complained errors. Medwatch fields d10 and h3 have been updated.